Event description:
A journal article reported the results of a study that compared the visual and optical performance of multifocal intraocular lenses (iols) with the standard aspheric monofocal iols, when implanted bilaterally. The article states that the following visual disturbances were reported by pts in both groups: glare/flare, problems with night vision, halos, distorted near vision, distorted far vision, blurred near vision, blurred far vision, problems with color vision, and double vision with both eyes. Add¿l info was requested; however, the surgeon was unable to provide further details. There are two medical device reports associated with this event. This report is for the pts in the monofocal iol group.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account to properly complete an investigation. Peng c, zhao j, ma l, qu b, sun q, zhang j. Optical performance after bilateral implantation of apodized aspheric diffractive multifocal intraocular lenses with +3.00-d addition power. Acta ophthalmologica scandinavica foundation; 2012; 90: e586-e593. (B)(4).